Event description:
The surgeon reportedly thought that the device was not functioning. Approximately one year ago, the patient's speech recognition scores decreased. Programming adjustments reportedly were made. However, the problem was not resolved. The surgeon explanted the patient's device without prior notification to advanced bionics.